Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
It was reported to philips the reaction of the portion of the screen to be used was poor. There was no patient involvement or harm. This event was reported to have occurred during pre-use operational checking outside of clinical use which was being performed in an me room of the hospital. The device was replaced with an alternate ventilator. There was no delay to therapy. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The touchscreen assembly was returned for failure investigation (fi). Visual inspection of the touchscreen revealed no evidence of damage or contamination. During testing, the resistance measurements were out of specification. Fi verified the customer complaint of the touchscreen being out of specification.

Manufacturer narrative:
The philips field service engineer (fse) confirmed the issue. The issue was not resolved by calibrating the touchscreen. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.